Event description:
It was reported that an operating room had a broken central axis cover with paint chipping from the surface.

Manufacturer narrative:
This product does not have an expiration date. Evaluation summary: this type of malfunction is a known problem in which the product is not properly operated by the user. The central axis cover is a cosmetic cover located at the bottom of the central axis which covers the cables routing to the flat panel monitor. In this instance, a member of the hospital's technical team mentioned that the cracked cover resulted from a collision with other equipment in the operating room. The nature and cause of the reported damage lead the investigator to believe that the collision also compromised the paint adhesion to the central axis cover, therefore, resulting in a report of "paint chipping." This is not a single use product.